Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 0-degree plus endoscope was tested and placed on in house system or equivalent for functional testing and failed to provide a video due to an electrical or communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message endoscope image quality may be deficient. Additionally, the 0-degree plus endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The complaint regarding image problems was confirmed by failure analysis.

Event description:
It was reported that during central processing, a 0-degree plus endoscope had image problems. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information: the customer indicated that there was a blurry image during set up. Additionally, the endoscope moved with uncontrolled motion. All other reported functions, including image orientation, system arm controls, and video continuity, had no issues reported.